Event description:
It was reported to boston scientific corporation on october 14, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6), 2022. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on october 14, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was returned in position 4. Visual examination of the returned device found the inner sheath was kinked. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the inner sheath kinked. The reported event of stent partially deployed cannot be confirmed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was returned fully deployed and expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.